Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced with another manufacturer's device. During the procedure, it was noted that the right atrial and the right ventricular rate/sense setscrews were stuck and could not be released. The leads were cut and capped. No adverse patient effects were reported.